Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was applied to the stomach on a robotic laparoscopic gastric bypass, the stapler would straighten out and lose position every time the surgeon would try to close the stapler in the articulated (to the left) position. They replaced the failed staple load with an identical load from the same box to complete the case. There was no patient injury.